Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported that the patient presented for a device upgrade. A gap of optim insulation near the yoke was observed. The lead was explanted.